Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen display was not illuminated while the pump was plugged in and charging, however the green led light was flashing on the pump. Reportedly, the customer charged the pump for over 2 hours and used multiple usb cables. Customer was able to successfully illuminate the touchscreen display with an alternate usb cable, the issue was resolved and customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 162 mg/dl to 273 mg/dl.